Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the laparoscopic surgical procedure was completed. No port incision enlargement or additional port placement was performed. The patient has recovered without postoperative complications and is currently discharged from the hospital. Isi received the proximal set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported complaint. The proximal suj was installed on an in-house system and passed all the tests. The suj components will be replaced as precaution.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer experienced a non-recoverable fault 31221 repeatedly. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse reviewed the system log and found errors 31221 & 25730 pointing to armnet 4. The isi tse guided the customer to hard power cycle the system, but the issue persisted. The customer tried to disable the universal surgical manipulator (usm) 4 while powering on the system, but they failed to disable it. The customer decided to convert to laparoscopic surgery to continue. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the field service engineer (fse) was not aware if port incisions increased, or additional ports were placed. There was no patient injury following the laparoscopic procedure. The patient did not experience any post-operative complications following the laparoscopic procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue. The isi fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the suj instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.